Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported power will not stay on during inspection for use involving an olympus xenon light source. The customer suspected that the cause of the button is broken. There was no patient involvement. Reported.